Event description:
It was reported that the ilet user inadvertently removed the infusion site from the applicator while peeling the spiral adhesive on an inset infusion set and then successfully applied a replacement infusion set without further assistance. No reported symptoms or adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no alerts or alarms. Investigation included troubleshooting support and user education on proper infusion set deployment. Investigation of this case revealed user handling error during infusion set deployment, with no device malfunction identified and no component defect observed. It was concluded, based on previously established findings for similar reports, that the cause was user error.